Event description:
The individual has been exposed to latex gloves since 1989, and has become sensitized and allergic to latex, she has suffered from sneezing, chest tightening, rhinitis, coughing, hives and periorbital edema.